Event description:
Infant delivered at 28wks/6days. Stabilized with CPAP initiation. An umbilical arterial (uac) and venous (uvc) catheters were inserted at delivery. The uac was a 3.5 fr. Single lumen inserted by the neonatal nurse practitioner (nnp). Approximately 1 hour after insertion and approximately 10 minutes after starting a premasol infusion, the uac was noted to be leaking from a hole at the end near the hub. On inspection, the np noted a "crack" in the catheter. The line was clamped and then removed.